Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # 712c24. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No. 2. How was the bleeding controlled? ¿ with energy sources and hemostatic agens 3. How much blood was lost (ml)? ¿ not sure. 4. Did the patient require a transfusion? - no. 5. How was the bleeding addressed? - na. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b (a) reload was received. The reload was received fully fired and with slight damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 712c24, and no non-conformances were identified.

Event description:
Excess bleeding at staple line during bariatric surgery. The surgeon was creating a pouch, and all 3 gst60b reloads were excessive. No patient consequences reported. No further information is available.